Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified vessel. A 7.0 x 40, 40cm mustang balloon was advanced for dilation. However, during the fifth inflation at 24 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post-procedure.